Manufacturer narrative:
The reported event that standard drill bit anchorage ø2.0mm / l110mm was alleged of ¿breakage during surgery¿ could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Based on investigation, the root cause was attributed to be user related. The failure was caused by a misuse of the device. The breakage reported can be confirmed. The tip of the device is broken. The device inspection showed that the device is in a good condition, with no signs of extensive reprocessing. No marks of rust or color fading was noticed. The microscope images show a shiny fracture surface, a sign that the two broken parts of the device rubbed against each other. This observation proves that the fracture is due to the fatigue of the material. Most likely, an excessive cyclic loading was applied to the device leading to a final fatigue fracture. Furthermore, the drill should be used alongside drill guides to avoid any flexion combined to a torque, which can lead to the device breakage. Based on the above-mentioned observations the case could be classified as user-related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Primary left lapidus bunionectomy. It was reported that two 2.0 drill bits broke when they hit previously implanted screws. During bone fenestration, a 1.4 drill bit broke in patient's bone (no contact with any devices). Patient's bone quality was normal. A surgical delay of less than 10 minutes was caused due to the need to remove the broken portion of the bits, procedure was otherwise completed successfully.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary left lapidus bunionectomy. It was reported that two 2.0 drill bits broke when they hit previously implanted screws. During bone fenestration, a 1.4 drill bit broke in patient's bone (no contact with any devices). Patient's bone quality was normal. A surgical delay of less than 10 minutes was caused due to the need to remove the broken portion of the bits, procedure was otherwise completed successfully.